Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported issues with adaptivestim since day 1 of device use. Patient stated when lying down, stimulation decreased, but upon standing settings did not return to higher levels. Patient noted every morning they had to turn the device off and on to reach preferred settings. Patient stated standing did not trigger stand-up settings and stimulation remained at lying-down level. Patient emphasized therapy was not automatic as expected. Agent reviewed information and redirected the patient to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.